Event description:
Additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep). The lot number of the communicator used to interrogate the pump was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (0.2, dose unknown) via implanted infusion pump. It was reported that the patient had a pump stop. The patient had severe chronic pain and was hospitalized for pain and stayed 2 days longer in the ICU. The patient was left without therapy, thus increasing his pain rate. There were no factors of environmental/external/patient factors that may have led or contributed to the issue. The patient with acute pain had to re-approach the following day to carry out the warranty exchange. The issue was resolved at the time of the report. We tried to carry out several tests, read different programmers and nothing happened. The pump was available for collection. The patient's symptoms included pain and underdose symptoms with less than 50% therapy relief. The patient had underwent a new procedure and the store had to be reopened. The patient's age and weight were asked, but unknown. The patient's status was alive no injury. Per the attachments provided it was reported that error codes 102 (pump stopped due to stop command) and 140 (previous update failed) were identified.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown. Product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, software version: 1.1.413 product type: software. H6 correction: the previously applied annex a code a24 has been replaced with a071102. The previously applied conclusion code d12 was replaced with d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The healthcare professional was using a samsung ct900d tablet programmer of mode: sm-t813 with lot # r52kc1dbr6a and model 8880t2 communicator with lot numbernkw011425n. Regarding the clinician programmer tablet, the software application version being used as the time of the event was version 1.1.413.

Manufacturer narrative:
H3: 8637-40 pump: analysis identified that the pump would not update when using a clinician programmer with an undetermined cause. This device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software h6: this device issue is known and documented in the labeling per (B)(4) ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-06 (B)(4) x2 (for, rep, hcp): information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (0.2, dose unknown) via implanted infusion pump. It was reported that the patient had a pump stop. The patient had severe chronic pain and was hospitalized for pain and stayed 2 days longer in the ICU. The patient was left without therapy, thus increasing his pain rate. There were no factors of environmental/external/patient factors that may have led or contributed to the issue. The patient with acute pain had to re-approach the following day to carry out the warranty exchange. The issue was resolved at the time of the report. We tried to carry out several tests, read different programmers and nothing happened. The pump was available for collection. The patient's symptoms included pain and underdose symptoms with less than 50% therapy relief. The patient had underwent a new procedure and the store had to be reopened. The patient's age and weight were asked, but unknown. The patient's status was alive no injury. Per the attachments provided it was reported that error codes 102 and 140 were identified. 2025-02-10 (B)(4) and update (rep, for): additional information was received from a foreign company representative, and it was reported that they previously reached out technical support to ensure they were caring the right measures to address an issue with a pump that got telemetry halted. It was noted due to an unclear issue with telemetry, the pump stopped being impossible to update the device, and the error codes 140 and 102 were present every time the pump was interrogated. Validated by technical support they tried to change the programmed infusion parameters without success, but the pump was not updated. They also tried to interrogate the pump with an n'vision, still without success. The current scenario was the pump was stopped for more than 48 hours, and the patient did not began receiving the therapy (new implant case). Additional information was received again on 2025-02-12 from a foreign company representative and it was reported the pump was explanted for medical reasons, to ensure the therapy was promptly established. The rep was inquiring for the future in case their team went through a similar case. 2025-feb-14 e1, (B)(4) update (for, rep): documents contained no new information. 2025-04-29 e2 (for, hcp, rep): additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep). The lot number of the communicator used to interrogate the pump was provided. 2025-07-14 e3 (for, rep): document contained no new information regarding this event. 2025-07-23 rp (for, rep): document contained no new information regarding this event. 2025-nov-12 e4, e5 (for, rep): additional information was received from a company representative. The healthcare professional was using a samsung ct900d tablet programmer of mode: sm-t813 with lot # r52kc1dbr6a and model 8880t2 communicator with lot number nkw011425n. Regarding the clinician programmer tablet, the software application version being used as the time of the event was version 1.1.413.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign company representative, and it was reported that they previously reached out technical support to ensure they were caring the right measures to address an issue with a pump that got telemetry halted. It was noted due to an unclear issue with telemetry, the pump stopped being impossible to update the device, and the error codes 140 and 102 were present every time the pump was interrogated. Validated by technical support they tried to change the programmed infusion parameters without success, but the pump was not updated. They also tried to interrogate the pump with an n'vision, still without success. The current scenario was the pump was stopped for more than 48 hours, and the patient did not began receiving the therapy (new implant case). Additional information was received again on 2025-02-12 from a foreign company representative and it was reported the pump was explanted for medical reasons, to ensure the therapy was promptly established. The rep was inquiring for the future in case their team went through a similar case.